Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited connection malfunction. The issue was found during inspection for use of the device. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h11 corrected fields: d10, h6 type of investigation, h6 investigation findings, h6 investigation conclusions. H6 type of investigation correction: in the initial report this should have been marked type of investigation not yet determined. H6 investigation findings correction: in the initial report this should have been marked results pending completion of investigation. H6 investigation conclusions correction: in the initial report this should have been marked conclusion not yet available. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a short circuit inside the scope connector or a defect in the circuit board resulting from water invasion. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.